Manufacturer narrative:
The technician replaced the trendelenburg gas springs, which resolved the issue. The bed is operating within specification. Pursuant to our response warning letter, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The customer complained that the bed could not go into trendelenberg.